Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they were experiencing intense pain with burning and severe swelling the size of a golf ball on their abdomen at the pod site area. The patient stated there was a hole visible where the cannula inserted into the skin. The patient removed the pod after 36 hours of wear, a week prior to seeing the doctor while waiting for an appointment. On (B)(6) 2025, the patient went to see their health care provider and reported being diagnosed with a skin infection at the insertion site. The doctor prescribed antibiotics but the patient could not recall the name. The patient took 1 tablet 4 times a day and applied medicream ointment to the affected area 7 times a day, with bandage changes once daily. The patient returned to the doctor¿s practice to check on the progress of the healing pod site. The patient is not currently using pods any longer. The healthcare provider will decide when and if they will commence using the pod again.